Event description:
During the surgical case the morcellator hand piece stopped working. The connections were all checked and confirmed to be intact. The hand piece ended up being replaced and the new hand piece ended up working without any further issues. Reason for use: dysfunctional uterine bleeding.